Event description:
It was reported that the patient with this left ventricular (lv) lead stated that this lead was not pacing correctly. Boston scientific technical services (ts) provided several institutions for the patient to contact. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.